Manufacturer narrative:
Continuation of d10: product ID wr9230. Serial# unknown: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient regarding the reported event. Patient reiterated that they had been told by their clinician that it should take one week for their implantable neurostimulator (ins) battery to deplete, however, it had only been three days since they fully recharged and their ins stopped working the night before. Patient stated that they to their ins and confirmed that there was a red bar on their ins battery, confirming that their ins battery was low. Patient had been recharging their ins since they got it, every 3 days now instead of 1 week. Patient mentioned that they had a high volume of usage so instead of the initial 2 weeks recharge interval, they were told that by their clinician that they would take 1 week to charge. Patient stated issue started back in (B)(6) 2025. At that time they would just wait to see that 100% charged, but now they wait to hear the full charge tone on the wireless recharger. Agent reviewed recharge interval information and redirected the patient to their provider to further address the issue. Patient stated that they will set an appointment with their hcp. At a later date, the patient and their patient representative followed up providing additional information. They reported that the event was ongoing. Patient's representative said that the settings were the same as the previous ins and they were told charging would be needed every 14 days, however, they were charging every four days and seeing the ins battery deplete from 100% to 20%. The patient met with their healthcare provider (hcp) and a manufacturer representative (rep) on (B)(6) because they were charging more than anticipated and the implantable neurostimulator (ins) was depleting faster than expected. At that time they were told there was a high impedance connection which was depleting the battery. Programming was completed to reroute the signal to a different lead to resolve the issue, but it did not resolve. They initially said that after programming, they were able to go six days before seeing code 626: low ins and later said it was only 4-5 days. When reviewing their programming options, the patient noted that on one program they experienced shaking so they do not use that one. Patient's rep confirmed that patient charges 100%. They used to maintain excellent connection, but now trouble maintaining it and this is contributing to it taking over an hour to charge ins. They do not use the drape. They noted charging to 100% the previous night and then 24 hours later battery was at 80%. This information was repeated again during a call with another agent with additional detail- that on january 26th during their appointment with their healthcare provider (hcp) and manufacturer representative (rep), their hcp along with the rep connected to their ins and found out that there was impedance in their leads, so they "redirected it". Patient stated that the rep said there was a little problem with one of their leads, so they changed "routes" where the "e nergy" as going through, but patient then clarified that what the rep did didn't resolve the issue with their ins battery depleting too fast. Patient was also unsure if they made any adjustments and mentioned that unlike how they were told that they should charge every 2 weeks, they had to charge their ins every other day. Agent reviewed service code information and redirected the patient to their hcp to further address the issue. Patient stated that they had an appointment scheduled with their hcp on the (B)(6). This was the extent of information provided at time of most recent report.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller was requested to see patient in the office today who had seen a 1021 code. Caller didn't know which implant patient had and where they had seen the code (therapy or recharger app). Tech services reviewed meaning of recharger 1021 code or 1021 code seen in therapy app. Caller stated they were familiar with the 1021 seen in therapy app as they had a patient with that code where it deleted some of their programming and they were able to reprogram the patient and it was resolved and they submitted logs for it.

Event description:
It was reported that patient (pt) was having trouble charging their ins and that they were seeing the service code 1201. Agent reviewed service code information and redirected the patient to their hcp to further address the issue. Patient stated that they have an appointment with their healthcare provider (hcp) on the (B)(6). During the call, patient was speaking continuously and was very confusing in some parts of the call, but agent did their best to document important details of the call. Patient mentioned seeing the healthcare provider (hcp) and manufacturer representative (rep) patient then clarified that what the rep did didn't resolve the issue with their ins battery depleting too fast.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient frustrated with required frequency and duration of charging, would like to revert to primary cell. She feels charging is taking longer and has to be done more frequently in the last 6 months or so. Patient and clinician in agreement of rapid battery depletion, increased charging frequency, increased charging time. Standard recharger troubleshooting was conducted including correct placement, excellent connectivity, waiting to start recharger until once over the battery with no issue evident.